Event description:
A malfunction alarm was reported with the display showing a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reoccurred.